Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing. It was then observed that the luer-lock was not properly connected. There was no impact to the customer's blood glucose level. The luer lock was properly connected and the issue was resolved.